Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death and thrombosis are listed in the xience sierra, everolimus eluting coronary stent system, electronic instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional xience sierra stents referenced are filed under separate medwatch report numbers.

Event description:
Patient ID; (B)(6). It was reported that the procedure on (B)(6) 2020 was to treat 90% stenosed de novo lesions implanted in the mid and proximal left anterior descending (lad) coronary artery. Two xience sierra stents (2.5x28 mm and 3.0x23 mm) were successfully implanted overlapping. Pre and post-dilatation were performed. Stent apposition was confirmed with intravascular ultrasound (ivus) with 0% stenosis. The patient was discharged on (B)(6) 2020; however, it was reported that the patient expired on (B)(6) 2020 due to an unknown cause. In this study, death of an unknown cause within 30 days after stent deployment is defined as probable stent thrombosis. The patient had been on clopidogrel and rivaroxaban prior to the procedure to prevent stent thrombosis. No additional information was provided.